Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported syncopal event and hematoma could not be conclusively established through this evaluation. The patient remains ongoing on the hm3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also received vitamin k. A neurology consult recommended elevating the patient¿s head, using compression stockings, and giving an outpatient referral if there was an ongoing concern for falls. On (B)(6) 2021 the patient was discharged to home with a visiting nurse and home physical therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to the emergency department on (B)(6) 2021 due to a syncopal event where the patient fell over a stoll and landed on their left hip. The patient was admitted for further evaluation of the syncopal event. On (B)(6) 2021 the patient had an ICD interrogation which found no arrhythmia, an x-ray of the left hip and femur showed no fracture present and a CT for the outflow graft was negative. The patient had an abdominal gluteal hematoma. The patient was treated with blood products. On (B)(6) 2021, the patient had an expansion of the left hip hematoma to the left gluteus maximus muscle. The patient also had a decreased hemoglobin level of 10.7 g/dl on (B)(6) 2021 to 6.9 g/sl on (B)(6) 2021. The patient was given 2 unites of packed red blood cells. The patient had another drop in hemoglobin and was given an additional unit of prbc. The patient was also given vitamins. No additional information was provided.